Event description:
The customer reported that when trying to disconnect the secondary set after a chemo infusion had completed, the male luer tip of the secondary set broke off in the port of the primary set. There was no pt harm or medical intervention required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be returned for evaluation. This product is distributed by carefusion and manufactured by codan.